Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced three occurrences of a battery depleted set alarm, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved an unremediated colleague infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty main battery. The pump will not be repaired at this time and will remain in baxter inventory. If any additional information is received, a follow-up MDR will be sent.